Manufacturer narrative:
The device was received for evaluation. The report of "material protruding from the catheter found close to the distal tip" was confirmed through the image provided by the customer. When the device arrived for evaluation, protruding material was not observed. However, approximately 4mm in length of the catheter body appeared to be missing at 2cm from distal tip. Damaged catheter body area appeared to be consistent with the protruding material shown in the customer picture. All through lumens were patent without any leakage or occlusion. No resistance was felt when water or air was injected into all through lumens. Balloon inflated clear, concentric, and remained inflated for 5 minutes without leakage. An engineering investigation will be performed in order to consider any potential factors that may have contributed to this complaint. A supplemental report will be submitted accordingly upon investigation completion. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, upon opening and inspection of this swan-ganz catheter, material protruding from the catheter was found close to the distal tip. There was no allegation of patient injury. The device was available for evaluation. As per evaluation results, approximately 4mm in length of the catheter body appeared to be missing at 2cm from the distal tip. Patient demographic data unable to be obtained.

Manufacturer narrative:
Added: h2 (type of follow-up). Updated: g3 (date received by manufacturer), g6 (type of report), h6 (component code, investigation findings, investigation conclusions). The device was received for evaluation. The report of "material protruding from the catheter found close to the distal tip" was confirmed through the image provided by the customer. When the device arrived for evaluation, protruding material was not observed. However, approximately 4mm in length of the catheter body appeared to be missing at 2cm from distal tip. Damaged catheter body area appeared to be consistent with the protruding material shown in the customer picture. All through lumens were patent without any leakage or occlusion. No resistance was felt when water or air was injected into all through lumens. Balloon inflated clear, concentric, and remained inflated for 5 minutes without leakage. Further evaluation was performed by the engineers in the manufacturing site. There are manufacturing controls such as visual inspection after finishing the operations that use blades or scissors. The manufacturing procedure was reviewed, and there is no evidence to conclude that this condition could be related to the process, since there are established process controls to prevent the occurrence of the reported malfunction. Based on the available information, a definite root cause was unable to be determined. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.